Manufacturer narrative:
Info received indicates that the pt experienced a traumatic event. It is unk if this is the root cause of the event, but limited info is available at this time. Should additional info be received, this report will be updated.

Event description:
It was reported that the pt experienced a fall. The pt's glenoid component disassociated at the keel and base junction. The pt was revised with an all poly implant.